Event description:
It was reported to covidien in 2009, that a customer had an issue with an insulin syringe. Customer reports he went to the ER because his blood sugar was high. Customer later became aware of relion recall and attributed his ER visit to the recall. Customer is unable to provide info regarding the product ID, MFR, lot #, sample, or ER visit date.

Manufacturer narrative:
Submit date: 01/30/2009. An investigation is currently underway. Upon completion, the results will be forwarded.